Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic with episodes of intermittent noise oversensing with pacing inhibition. On (B)(6) 2020, the patient was scheduled for a pulse generator upgrade procedure and the physician elected to also replace the lead at that time. The lead was explanted and replaced successfully. The patient was reported to be recovering after the procedure.